Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead dislodged on (B)(6) 2011 and the lead was repositioned. On (B)(6) 2011 the lead exhibited elevated pacing thresholds. The lead was repositioned with no complications.